Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Event description:
The information received from the affiliate states that after inflating the sakura fire star, 2.00 x 20 balloon, the balloon would not deflate. The patient is a male in his (B)(6). The target lesion location was the proximal left anterior descending artery (lad). The rate of stenosis was 80%. The lesion was described as simple. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion. There was no difficulty tracking the device to the lesion or crossing the lesion with balloon. When the balloon reached the lesion it was inflated and deflated normally. The balloon was inflated a second time to 8 atmospheres and would not deflate. The balloon was removed from the patient, inflated. The brand of contrast used in the procedure was ultravist. The contrast to saline ratio is unknown. The inflation device used to inflate the balloon was manufactured by boston scientific. There was no reported injury to the patient.

Manufacturer narrative:
The information received from the affiliate states that after inflating the sakura fire star, 2.00 x 20 balloon, the balloon would not deflate. The patient is a male in his 60's. The target lesion location was the proximal left anterior descending artery (lad). The rate of stenosis was 80%. The lesion was described as simple with moderate angulation. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion. There was no difficulty tracking the device to the lesion or crossing the lesion with balloon. When the balloon reached the lesion it was inflated and deflated normally. The balloon was inflated a second time to 8 atmospheres and would not deflate. The balloon was removed from the patient, inflated. The brand of contrast used in the procedure was ultravist. The contrast to saline ratio is unknown. The inflation device used to inflate the balloon was manufactured by boston scientific. There was no reported injury to the patient. The device resterilized. The product stored in the cath lab before use. One non sterile firestar 2.00 x 20 mm was received coiled inside two plastic bags. One kink was observed at 3 cm from distal end; this condition could be related to the way the unit was sent for the analysis. The balloon was already inflated; crystallized inflation residues were found along the unit. No other anomalies were observed. Inflation medium residues were removed from the unit. The guidewire 0.14" was inserted through the unit inflation and deflation test was performed without anomalies and within specification parameters. Analysis results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'deflation difficulty-unable to' reported by the customer was not confirmed since no anomalies were found during functional a microscopic analyses. The exact cause of the reported failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure and kink found are related to the manufacturing process; however a risk analysis has been initiated to address this issue.